Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure after implanting the leadless pacemaker (lp), it was found that the lp exhibited loss of capture. Further information was requested but not received.